Event description:
I had an inguinal hernia surgery in 2003 that was repaired by putting in an marlex mesh implant, and in the first year I had several infections where my left testicle was swollen as big as a baseball, and then in 2011 I lost all function in my bladder and have been using a cath to urinate ever since.